Event description:
The patient has been having trouble with coupling since last week. There was some ins movement for about a month. The patient was hoping the entire recharger could be replaced. The patient use to recharge every 8-10 days but now she has to recharge every day or so after she was reprogrammed. Anomaly appears to have occurred through product use. No indication of patient harm. Additional information has been requested.

Event description:
Additional information reported that upon device return, analysis was unable to verify the complaint. No issues were found during bench testing of the recharger. No issues were found with charging the implantable neurostimulator recharger and with communications.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).